Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a laparoscopic total gastrectomy. There was a leakage at the esophageal jejune anastomosis. There will be an additional operation performed to correct the issue. To resolve the issue, the site will be re-anastomosed. No patient injury reported. Patient status is alive, no injury.